Event description:
While fitting a (B)(6) old male pt, a pt service rep contacted zoll customer support to report that he was unable to perform a baseline. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (equipment problem during pt set-up) has been confirmed. As received, the trunk connector had one pin missing. The cause for the missing pin cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.